Manufacturer narrative:
Continuation of medical devices: 5072 lead implanted (B)(6) 2006, dtba1d1 crtd implanted (B)(6) 2015 product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular lead had high threshold when measured through the device, but a lower threshold when measured through the lead analyzer. An epicardial lead may be implanted later - to lower the threshold - however the current lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the left ventricular lead had no capture. The lead was capped and replaced with an epicardial lead.